Event description:
A laser with a fiber tip was being used during a urology surgery. During the procedure the surgeon noticed a piece of something in the patient's kidney. Surgeon retrieved piece of fiber tip of laser. Tip was intact and all pieces were accounted for. No injury or harm was caused to patient.